Event description:
It was reported that during implant, the physician had to apply extra turns to deploy the helix, and the movement was not fluid causing the helix to jump out. It was also noted that is was difficult to retract the helix. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.